Event description:
This case was reported by a regulatory authority and described the occurrence of polyneuropathy in a male patient who received super poligrip denture adhesive cream (formulation (B)(4)) for denture adhesion. In 2006, the patient started super poligrip (dental) at 1 application (s) daily. In 2007, the patient was diagnosed with polyneuropathy characterized by tingling leg and feet, numbness leg and foot, constant discomfort of legs and feet. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available.